Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no blank display and failed battery test noted. No reprogram setting after changing battery noted. Insulin pump received with corroded battery tube, cracked battery tube thread and crack on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turned off completely and received failed battery alarm. The customer¿s blood glucose level was 180 mg/dl. The 2nd occurrence of insulin pump turned off and at that time blood glucose was 230 mg/dl. The customer also reported that the screen had crack and battery cap was not properly sit in the insulin pump. The insulin pump will be returned for analysis.